Event description:
The manufacturer received information on this event through the following publication paper ''a series of four transcatheter aortic valve replacement in failed perceval valves'' by misfeld et al. Based on the information reported in the paper, a patient was admitted with deterioration of clinical symptoms (nyha ii¿iii). On (B)(6) 2010, the patient underwent aortic valve replacement with a perceval size l valve due to symptomatic aortic valve stenosis. Postoperatively, a permanent pacemaker was inserted. The patient¿s cardiovascular risk factors included arterial hypertension and dyslipidemia. The manufacturer requested additional information on this event and was informed that the pacemaker was implanted 7 days after the perceval valve implant (B)(6) 2010 and that the patient did not have any pre-existing conductions disorders.

Event description:
See intial report.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device remains implanted, no further investigation is possible at this time. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. This event is, therefore, a known, inherent risk of the procedure, and it is listed among the potential adverse events in the perceval valve IFU.